Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection between the homechoice cassette and the heater bag was reported, which is known to cause this alarm. The cause of the loose connection was determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line/set) alarm. This occurred during fill one of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a loose connection between the homechoice cassette and the heater bag, and the heater bag had disconnected. Per the caregiver, the registered nurse had set up the machine and connected the bags. Renal therapy services assisted in starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.